Event description:
Pm3500 device was reported to have a burned heater. The date of event was not reported by the customer. The customer notified natus of the event on the (B)(6) 2013. Complaint details: operators of 3500 olympic pasteurmatic, noticed a burning smell. The heater had evidence of burns. No harm to users was reported. (B)(4).

Manufacturer narrative:
The cause of the malfunction is unk at this time as device was not returned for eval. A follow up report will be submitted if device returned to natus, and additional info is available.